Manufacturer narrative:
A test reservoir was installed and did not lock in place due to completely broken reservoir tube lip. Unit had missing reservoir tube o-ring.

Event description:
The customer reported via phone call that the o ring fell out. The customer¿s blood glucose level was unknown. The insulin pump will be returned for analysis.